Event description:
On (B)(6) 2025, a patient was getting prepared for a brachytherapy procedure. Prior to the procedure, it was noted that issue was identified with the received package. It was reported that the shipment contained a total of 20 units, delivered in two separate packages (one with 15 units and other with 05 units). The package containing 05 units had a primary pig sticker affixed to it, which is incorrect, as it should only have a secondary pig sticker. The package containing 15 units did not have a primary pig sticker, indicating that the sticker was affixed incorrectly. Additionally, the package of 05 source caps was observed with a main pig seal attached. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history record was reviewed, and all labeling applied by bbi was deemed acceptable. Labeling produced and performed once outside of bbi is out of scope for DHR reviews. Investigation summary: there was no sample sent to bbi, but medicon completed an internal investigation and confirmed that the label was incorrect. A picture was sent by the customer and reviewed as part of the investigation process. The investigation from medicon concluded that the main pig label was affixed to a package containing a small number of radiation sources, when in fact it should have been affixed to a package containing a large number of radiation sources. According to the report, this was due to the operator not checking and confirming the correct number of radiation sources. Reference the attached email and report from medicon. A 24 month query was reviewed for the given product code and as reported device code. There were zero (0) similar complaints. Due to the nature of the brachytherapy products and various product codes, an additional analysis of complaint information was performed for the raw material/finished good lot numbers associated with this complaint record. This review is limited to the date range given above and the as reported device code but not limited to the given product code/configuration. However, since this is a distribution center (medicon) internal labeling issue, no lots could be reviewed. Therefore, the complaint was found to be confirmed, and the root cause was determined to be a distribution center (medicon) internal labeling issue which was due to the operator not properly checking the label during the subsequent process of confirming the number of radiation sources. Labeling review: the reported issue was an in-country labeling error that the distribution center (medicon) puts on packaging for business purposes. The labeling applied by bbi was reviewed and deemed acceptable. According to the report provided by medicon, the labeling was confirmed to be incorrect as the pig label was put on the incorrect package. D4 (medical device lot #), g3, h6 (device, component, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was getting prepared for a brachytherapy procedure. Prior to the procedure, it was noted that issue was identified with the received package. It was reported that the shipment contained a total of (B)(4) units, delivered in two separate packages (one with 15 units and other with 05 units). The package containing 05 units had a primary pig sticker affixed to it, which is incorrect, as it should only have a secondary pig sticker. The package containing 15 units did not have a primary pig sticker, indicating that the sticker was affixed incorrectly. Additionally, the package of 05 source caps was observed with a main pig seal attached. There was no patient contact.